Event description:
A home pt's fiance contacted baxter's technical service center regarding a system error 2240 message that appeared on the display on the home pt's homechoice machine during her automated peritoneal dialysis therapy. Per initial report, the home pt was initiating the initial drain prior to connecting. Baxter's technical service center assisted the home pt in ending the therapy early. No pt injury or medical intervention was indicated at the time of the initial report.